Event description:
It was reported that a user requested to return an ilet insulin pump and supplies after experiencing blood glucose fluctuations and expressing dissatisfaction with being connected to tubing, and the device was not in use at the time of the call. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no hospitalization and no reported injury. Investigation included internal review of the reported experience and eligibility assessment per return policy. Investigation of this case revealed no device malfunction reported or confirmed, and the request for return was not approved due to being outside the return period; the user planned to attempt use again with support from clinical staff. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.